Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited inappropriate sensor driven pacing. Additionally, there was a signal artifact monitor (sam) event due high out of range pacing impedance on the right atrial (ra) channel. Technical services (ts) provided potential causes for the high out of range impedance. Additionally, there was farfield oversensing of the ventricular signals on the atrial channel. Also, there was crosstalk oversensing of the atrial signals on the ventricular channel that was appropriately blanked. Ts had the boston scientific representative reprogram the device to address the inappropriate sensor-driven pacing, farfield oversensing, and crosstalk oversensing. Additionally, ts advised further troubleshooting actions regarding the impedance issue. It was also noted that there was high out of range pacing impedance on the left ventricular (lv) channel, as well. The device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited inappropriate sensor driven pacing. Additionally, there was a signal artifact monitor (sam) event due high out of range pacing impedance on the right atrial (ra) channel. Technical services (ts) provided potential causes for the high out of range impedance. Additionally, there was farfield oversensing of the ventricular signals on the atrial channel. Also, there was crosstalk oversensing of the atrial signals on the ventricular channel that was appropriately blanked. Ts had the boston scientific representative reprogram the device to address the inappropriate sensor-driven pacing, farfield oversensing, and crosstalk oversensing. Additionally, ts advised further troubleshooting actions regarding the impedance issue. It was also noted that there was high out of range pacing impedance on the left ventricular (lv) channel, as well. The device was explanted and replaced. No additional adverse patient effects were reported. Additional information received indicates that the ra impedance will be continued to be monitored.